Event description:
It was reported that during a routine procedure on a loop graft, the basket of the ptd separated from the cable. The basket was successfully removed using a snare. There were no further complications.